Event description:
It was reported that balloon rupture occurred. The target location was located in the arteriovenous fistula. A 4.0 x 60, 75cm mustang catheter was advanced for dilation. During the procedure, the balloon ruptured upon inflation. The procedure was completed with a same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target location was located in the arteriovenous fistula. A 4.0 x 60, 75cm mustang catheter was advanced for dilation. During the procedure, the balloon ruptured upon inflation. The procedure was completed with a same device. No patient complications were reported. It was further reported that the 70% stenosed target lesion was located in the mild tortuous and mild calcified arteriovenous fistula. The balloon ruptured upon first inflation at normal pressure for 10 seconds. The device was removed without any problem, and the patient was in good condition after the procedure.